Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed an firmware error on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.